Event description:
Anaphalactic reaction to 3 fr. Single lumen PICC. According to latex list this product is latex free. The pt, known to be latex sensitive, developed difficulty breathing, hives around site, and went into anaphylaxis immediately upon insertion on this line.